Manufacturer narrative:
Based on the info reported to davol by the pt, a composix kugel mesh was used during a procedure on (B)(6) 2004. The pt reported that after waking up from the surgery, one of her arms was paralyzed. She reports that she has experienced pain, a rash and a possible allergic reaction since the surgery, as well as a hernia recurrence, lupus and myasthenia gravis. Currently, it is unk whether the device may have caused or contributed to the alleged event. We have contacted the initial reporter to request additional info, including medical records. This MDR includes all pt, event and device info davol has received to date. No conclusion can be drawn at this time.

Event description:
Based on info reported to davol by the pt: (B)(6) 2004 - pt underwent implant of composix kugel mesh. Pt reports that one arm was paralyzed after surgery, rash, pain, a hernia recurrence, lupus and myasthenia gravis.